Manufacturer narrative:
Block b3: exact date unknown; event occurred gradually overtime prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure. Device will not be returned, per hospital policy. No device malfunction suspected.